Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted into the brachial vein of the patient, as the doctor inflated the balloon the pressure tracing went away. The catheter was then removed from the patient. As a result, a different catheter was used successfully on the patient. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of balloon abnormal during use is confirmed based on the customer pictures provided with the complaint report. Upon review of the customer photo, the balloon appeared to be over inflated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the catheter was inserted into the brachial vein of the patient, as the doctor inflated the balloon the pressure tracing went away. The catheter was then removed from the patient. As a result, a different catheter was used successfully on the patient. There was no report of patient complication or serious injury and death.